Event description:
It was reported that after anesthesia had been administered to the patient and beginning the procedure, the "laser did not have any output - laser showed only 50% power when started up - green pulse on fiber - tissue not burning". The procedure was rescheduled. There was no patient injury reported.

Manufacturer narrative:
System analysis/ field service: the laser system was inspected and tested; the reported low power issue could not be duplicated. Two separate test fiber were used (150 and 250 micron fibers) and the laser system performed to specification; the laser system was inspected, tested and verified to specification. The field service engineer spoke with both the nurse and physician attending the procedure and determined that it was possible that the fiber used during the procedure caused the reported low power issue, as a second fiber was not tried.